Event description:
Reported by attorney. Pt claims: alleges that the sling was removed because it "protruded into her vaginal wall causing severe and constant pain, infections, continued incontinence, and painful intercourse for both her and her partner" and that she first began experiencing these symptoms (B)(6) 2007. Despite removal of the sling, plaintiff contends that she currently suffers from severe pelvic pain and dyspareunia. Plaintiff also asserts a claim for emotional damages as a result of her mesh-related injuries.